Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt had poor near visual acuity. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info has been requested. (B)(4).